Manufacturer narrative:
The customer was unable to locate source of the leak or noise and there were no system flags. A field service engineer (fse) went on-site (B)(6) 2011, checked valves and noted vacuum lines were leaking. Fse replaced both valves and this resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating liquid was leaking from rear of the hydro compartment of the synchron cx9 alx clinical system onto the floor and the system was making a different noise. No injury was reported and no erroneous results were generated.